Manufacturer narrative:
(B)(4). Concomitant medical products: persona trabecular metal cruciate retaining standard porous femoral component, catalog #: 42502806401, lot #: 64179965. Persona medial congruent articular surface left 11mm, catalog #: 42512100811, lot #: 63999185. Report source - foreign: italy. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed post-operative fracture of the tibial tray approximately three (3) years following knee arthroplasty without trauma. At this time, the patient is not experiencing pain or instability, however, is scheduled to be revised within the next two (2) months. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of x-rays provided noted a possible fracture of the tibial tray just lateral to midline. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient developed post-operative fracture of the tibial tray approximately three (3) years following knee arthroplasty without trauma. At this time, the patient is not experiencing pain or instability. The patient was initially scheduled to be revised; however, the patient currently has heart problems which prevents surgical intervention. Attempts have been made; however, no additional information is available.